Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd vacutainer® safety-lok¿ blood collection set device experienced difficulty when trying to activate safety feature. The following information was provided by the initial reporter: translated to english. The customer stated: "the hard-to-use security system. In the line there are only not used samples, but regardless of the lot the product is always the same with the same characteristics (verified on several lots)."

Manufacturer narrative:
H6:investigation summary bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h10

Event description:
It was reported when using the unspecified bd vacutainer® safety-lok¿ blood collection set device experienced difficulty when trying to activate safety feature.the following information was provided by the initial reporter: translated to english. The customer stated: "the hard-to-use security system. In the line there are only not used samples, but regardless of the lot the product is always the same with the same characteristics (verified on several lots)."